Event description:
Patient went for pump reprogramming. She complained of severe pain, she stated "can't live like this anymore, pain is so severe"; she also inquired about other options to manage her pain as the pump was not helping. Session data report from the refill noted that there was a drug change from dilaudid 0.7 mg/day and baclofen 41.3 mcg/day to morphine 3 mg/day and baclofen 179.87 mcg/day which increased the pump flow rate; no bridge bolus was programmed. The patient died that night, but was not found until 2008. An autopsy was done and the cause of death was related to a "massive pulmonary embolism", and was not considered to be pump related. The coroner's office reported that the increased dose the patient received after the refill most likely didn't have any involvement in her death and toxicology reports have not identified any abnormal or concerning results. Additional information has been requested from the health professional.